Event description:
It was reported that the bed exit control panel on this bed was displaced when the arm./disarm button was pressed. The bed exit system would not arm or disarm. No injuries were reported.